Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed (B)(6), 2012. According to the complainant, during preparation outside the patient when attempting to stretch the device with the obturator the internal bolster separated from the tube. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed (B)(6) 2012. According to the complainant, during preparation outside the patient when attempting to stretch the device with the obturator the internal bolster separated from the tube. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding port open and medication port to be closed. The c-clamp was found to be open. The external bolster was located at the 15 cm mark and was without issue. The y-port was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was slightly jagged and torn. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment during preparation most likely occurred because excess force was applied while stretching with the obturator rod during preparation prior to insertion causing the bolster to detach. Therefore, the most probable root cause is handling damage. A review of the device history record was performed for lot 14491932 and revealed no issues related to this complaint.